Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used in the common bile duct during a spyglass - diagnostic with spybites procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost upon advancing into the duct and the grey dots appeared on the screen approximately 5 minutes into the procedure. The spyglass was disconnected and reconnected, and controller was restarted; however, the problem was not resolved. The procedure was aborted and rescheduled 3 hours later that day when the equipment arrived and the patient was re-sedated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used in the common bile duct during a spyglass - diagnostic with spybites procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost upon advancing into the duct and the grey dots appeared on the screen approximately 5 minutes into the procedure. The spyglass was disconnected and reconnected, and controller was restarted; however, the problem was not resolved. The procedure was aborted and rescheduled 3 hours later that day when the equipment arrived and the patient was re-sedated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks noted on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The device was fully articulated in all directions; no problems were identified with the image; no issues were identified with the image. X-ray imaging of the distal tip showed no issues with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no issues with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/orange lines across the screen and a purple hue, leading to a full loss of image. The saline was drained from the optics lumen and the image was restored. No other problems with the device were noted. The reported event was confirmed. The optics lumen in the shaft of the catheter is the portion of the device where the camera wire is routed from the tip to the handle. Several pathways at the tip of the device would allow fluid from the procedure, like saline, to backflow up into the optics lumen. With the introduction of saline to the optics lumen, a capacitance is added to the camera signal that affects the electrical properties and can disrupt the image. An investigation to address this problem is in progress. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was disrupted. Draining the optics lumen resulted in the restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. Based on all gathered information, the probable cause selected for the image failure due to fluid in the optics lumen is cause traced to device design, which indicates that the problems are traced to the design specifications. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.